Manufacturer narrative:
Analysis summary: based on analysis results, this event is now determined to be a MDR malfunction. It was confirmed that the package was received with the blister cracked and broken by the peel tab area. The broken piece was not returned. Due to the broken blister, it was confirmed that the sterility was compromised. The batch history records were reviewed with no defects or non-conformances noted.

Event description:
It was reported that prior to an unk procedure, there was damage to the primary package. At the box opening, it was noticed that the blister was damaged at an angle. Another instrument was used. There was no reported patient consequence.